Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking, low shocking lead impedance measurements greater than 125 ohms. Boston scientific technical services (ts) suggested delivering shock to test the system. At this time there is no evidence that intervention has been performed to resolve this issue. No additional adverse patient effects were reported. Additional information was received that a commanded shock was delivered with normal impedance measurements. No changes were made and there were no adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).